Event description:
The customer reported that the system displayed a precharge voltage and kv on in error message during boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack, high voltage cable, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.